Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical history: ¿ (B)(6) 2017: (B)(6). [Signature illegible]. Anesthesia record. Asa 3. ¿ (B)(6) 2017: (B)(6) hospital. (B)(6), md. Discharge summary. Admit date: (B)(6) 2017. Course: admitted for observation and pain control after open component separation ventral hernia repair with mesh. Postop unremarkable. Good pain control, tolerating regular diet when discharged home. Wound: dry, intact, jp serosanguinous. Abdomen; soft, bowel sounds, abdominal binder. ¿ (B)(6) 2019: (B)(6) p.c. (B)(6) , fnp; (B)(6), md. Office notes. Returns to update paperwork and sign consents for upcoming removal of infected mesh with replacement with biologic mesh. Remains on antibiotics as prescribed by pcp for a 60-day course. Continues to drain purulent fluid from old incision sites but denies fever or chills. History of obesity, high blood pressure, fistula to skin, gastroesophageal reflux disease, diabetes type ii, elevated psa. Denies alcohol, tobacco use. Exam: abdomen; soft, nondistended, normal bowel sounds. Skin; warm, dry, several open tracts that are in a circular pattern around his midline scar above the umbilicus. Each are open and when probed reveal pus or bleeding. Areas are erythematous and slightly raised. Impression/plan: fistula of skin. History of ventral hernia repair. Open removal of infected ventral hernia mesh with replacement of biologic mesh. Procedure reviewed in detail including postop course. ¿ (B)(6) 2020: (B)(6). Nurse¿s note/surgical chart. Height 68¿, weight 228.839812 lbs, bmi 34.7. Bmi classification: obese. Obesity class: 1. Gastrointestinal history: bleed (B)(6) 2016 ¿ massive bleed and patient was in shock. History of arthritis, anxiety, depression, exploratory laparotomy, antrectomy/oversew duodenal stump; revision of gastrojejunostomy, last hospitalization 1/1/18 for hernia repair. Implant: mesh enform 6x20 cm, zimmer, inc. Explant: synecor preperitoneal. Serial number: (B)(6). Size: 20x25. Site: abdomen. Qty: 1. Wound class: dirty/infected. Explant #1, implant #2 date: ((B)(6), 2020). ¿ (B)(6) 2020: (B)(6) hospital. (B)(6), md. Pathology report. Specimen received: abdominal wall structure ¿ abdominal wall mesh. History: ventral hernia repair. Removal of infected hernia mesh. Final diagnosis: abdominal wall mesh (removal): foreign material grossly compatible with mesh. Adherent fibrotic and acutely inflamed soft tissue. Microscopic description: sections contain benign fibroadipose and connective tissue. The fibroconnective tissue shows dense fibrosis and sclerotic stroma with patchy acute and chronic inflammation including lymphocytes, plasma cells, eosinophils and focal aggregated neutrophils. Focal interspersed polarizable material consistent with suture material is present. Gross description: received in container labeled with the patient¿s name and ¿abdominal wall mesh¿ is a 9.5 x 8.5 x 5 cm aggregate of tan-white firm mesh, blue sutures, and tan-pink firm tissue. No distinct masses or lesions are grossly identified. Representative sections of the adherent tissue are submitted in block a1. ¿ (B)(6) 2020: (B)(6). [Signature illegible]. Anesthesia record. Asa 3. Obese, chronic pain, depression, hypertension. ¿ (B)(6) 2020: (B)(6) hospital. (B)(6), pa; (B)(6), md. Discharge summary. Admit date: (B)(6) 2020. Course: status post ventral herniorrhaphy in 2016 with infected mesh prosthesis generating multiple fistulas from the prosthesis to the skin which have become chronically infected. Was taken to the operating room. Jp drain placed during surgery. Postop uneventful course. Due to history of infection, was given vancomycin and kept for additional vancomycin to prevent reinfection of new hernia mesh. Renal function monitored and remained satisfactory. Final culture from surgery showed methicillin sensitive staphylococcus aureus. Tolerating regular diet, afebrile. Abdominal pain minimal. Discharged home with drain in place on oral antibiotics. Wound: dry, intact. Abdomen; soft, drain output serosanguineous. Walk frequently to avoid blood clots. No heavy lifting until return appointment. Leave clear bandage in place until return appointment. Strip, empty and record drain output daily and as needed. No shower, sponge bath only. It should be noted that the gore® synecor preperitoneal biomaterialinstructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® synecor preperitoneal biomaterial for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact . H6: medical device component: g04053: fiber; g04089: mesh. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1862, 1930, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span june 15, 2016 through january 11, 2020 and not all records received in this time span are relevant to the gore® synecor preperitoneal biomaterial. ¿ medical records from july 25, 2017 through december 26, 2019 were not provided. Patient information: medical history: ¿ weight. - (B)(6) 2019: history of obesity. - (B)(6) 2020: height 68 inches, weight 228.8 lbs., bmi 34.7. - (B)(6) 2020: obese. ¿ (B)(6) 2016: massive bleeding, upper gastrointestinal and patient was in shock. ¿ (B)(6) 2017: ventral hernias. ¿ (B)(6) 2019: high blood pressure. ¿ (B)(6) 2019: fistula to skin. ¿ (B)(6) 2019: gastroesophageal reflux disease [gerd]. ¿ (B)(6) 2019: diabetes type ii. ¿ (B)(6) 2020: chronic pain. ¿ (B)(6) 2020: depression. Prior surgical procedures: ¿ unknown date: upper midline incisional scar from unknown surgery. ¿ (B)(6) 2016: exploratory laparotomy. Relevant medical history: ¿ (B)(6) 2016: ¿transfer from southwest georgia after seen with active upper and lower gi bleeding, mostly bright colored, hypotensive 50s-60s. Had large bout of vomiting followed blood [sic], decision made to intubate. Plan: admit to ICU, type and cross 6 units and transfuse, hemoglobin 3.6.¿ ¿ (B)(6) 2016: discharge summary. ¿admit date: (B)(6) 2016. Course: transferred from southwest georgia regional medical center due to active upper gi bleeding. They found a bleeding ulcer and perforation of duodenum. Had gastrojejunostomy done. Was placed on tpn. Did not improve and continues nausea, vomiting. Subsequent investigation done and found to have stenosis at the anastomosis site. Exploratory laparotomy again (B)(6), anastomosis repaired. Yesterday had first bowel movement and started passing gas. Was placed on full liquid diet and ng tube removed. Remains depressed with adjustment disorder. Patient is very weak. Daughter requested transfer to shands hospital in gainesville florida.¿ implant preoperative complaints: ¿ pre-op diagnosis: ventral hernias. Implant #1 procedure: open ventral hernia repair via component separation with mesh. [Implant: gore® synecor preperitoneal biomaterial, gkwr2025/16319871, 20cm x 25 cm] implant #1 date: (B)(6) 2017. ¿ description of hernia being treated: ¿inspection revealed an upper midline incisional scar which extended to below the umbilicus. Multiple hernial defects were found the largest in the epigastrium at the level of the umbilicus. Fascial defect approximately 8 cm through on the inferior most region was palpated. He can lay just created a midline incision and excised a portion of the midline scar in the upper portion of the abdomen. Initially, electrocautery was used to dissect down through subcutaneous tissue with identification of the true muscle fascia laterally. Circumferential dissection in this fashion was used to identify the native fascia in a non-violated plane. The anterior rectus sheath was split longitudinally at the end midportion on both left and right sides laterally. This allowed the anterior rectus sheath medial portion to be reflected medially.¿ ¿ implant size and fixation: ¿using 0 prolene running plication [sic] of the reflected anterior rectus sheath in the midline was undertaken. This extended from the xiphoid to well below the umbilicus. 2 0 prolenes were run one from each and tied to each other in the midline. Next the football shaped anterior rectus sheath fascial defect was addressed. A synecor-pre was brought to the operative field. Measuring the defect, a mesh 20 x 25 cm was selected. This was cut to the appropriate size of 14 x 22. The mesh was then approximated to the anterior rectus fascia circumferentially using 0 prolenes. A total of 4 prolene sutures were utilized at the apices superior-inferior and laterally. Each 0 prolene was used to suture to the anterior rectus sheath in a running fashion comprising one fourth of the mesh. After each of the 4 quadrants were sutured to the anterior rectus sheath inspection revealed hemostasis throughout. A 19 round blake drain was placed immediately anterior to the mesh and brought out through a stab incision more inferiorly on the right side. The drain was secured to the skin level using 3-0 nylon. Next attention was turned towards closure of the midline. 3-0 monocryl was used to approximate the deep dermal layer, while the overlying skin was approximately [sic] using 4-0 monocryl in a running subcuticular fashion. Xeroform gauze and a sterile dressing were by on the midline. The drain was placed to bulb suction. Abdominal binder was applied and the patient was transported to the recovery room in stable condition. Patient remained stable throughout the course of the operation and all counts were correct at the conclusion.¿ ¿ post-operative period: (B)(6) 2017: ¿postop unremarkable. Good pain control, tolerating regular diet when discharged home. Wound: dry, intact, jp serosanguinous. Abdomen; soft, bowel sounds, abdominal binder.¿ explant preoperative complaints: ¿ (B)(6) 2019: ¿returns to update paperwork and sign consents for upcoming removal of infected mesh with replacement with biologic mesh. Remains on antibiotics as prescribed by pcp [primary care provider] for a 60-day course. Continues to drain purulent fluid from old incision sites but denies fever or chills. History of obesity, high blood pressure, fistula to skin, gastroesophageal reflux disease, diabetes type ii, elevated psa. Denies alcohol, tobacco use. Exam: abdomen; soft, nondistended, normal bowel sounds. Skin; warm, dry, several open tracts that are in a circular pattern around his midline scar above the umbilicus. Each are open and when probed reveal pus or bleeding. Areas are erythematous and slightly raised. Impression/plan: fistula of skin. History of ventral hernia repair. Open removal of infected ventral hernia mesh with replacement of biologic mesh. Procedure reviewed in detail including postop course.¿ explant #1, implant #2 procedure: removal of infected hernia mesh with removal of multiple prolene sutures with debridement of multiple (8) fistulas, with placement of a 15 x 19 cm gore enform biomesh. [Implant: gore® enform biomaterial, 20129635/gbwr1620, 16 cm x 20 cm] explant #1, implant #2 date: (B)(6) 2020) ¿ ¿after satisfactory level of general endotracheal anesthesia with the patient in the supine position the operative area was prepped with betadine surgical scrub and solution and draped in normal sterile fashion. Preoperative antibiotics of mefoxin and vancomycin were given. The old midline incision was opened. 8 suture fistulas were present. Several cc of pus were milked out of the fistulous [sic] and sent as part of the specimen. Sharp dissection was carried down through the subcutaneous tissues to encounter the mesh. Dissection along the mesh was done to reach the superior edge. Dissection was then done laterally in both directions at the level of the mesh to remove the tissue off the anterior surface of the mesh circumferentially. A keyhole had been made around the umbilical 2 stump which was basically now just granulation tissue. This was excised as part of the specimen. The mesh was then excised off of the rectus muscle. Multiple prolene sutures were present and all of the visible prolene was removed. There was a large prolene suture at the point of each of the fistulas and we made sure that all of this prolene was gone. Each of the fistulous tracts were then curetted with a curette to remove the granulation tissue. Prolene and the mesh was totally removed. Irrigation with saline was done until the return was clear and all bleeding points were controlled with electrocautery. We did not enter the peritoneal cavity at any point. The defect was measured to be 15 x 19 cm. The biologic mesh was placed into the defect and cut to fit the edge circumferentially. Multiple figure-of-eight sutures of #1 vicryl were used circumferentially and then used to tack the mesh to the fascia. Irrigation again was done until the return was clear. A 19 french blake drain was placed using the trocar subcutaneously. It was sutured to the skin with 2-0 nylon. The subcutaneous tissues and pseudo-fascia above the removed mesh was then closed with running 2-0 vicryl suture. The skin was closed with wide staples. The fistulous tracts were left open. A large tegaderm dressing was placed over the wound and all of the fistulous openings. The drain was placed to suction and the suction held. Dressing was placed around the exit point of the drain. Patient tolerated procedure well.¿ ¿ (B)(6) 2020: pathology report: ¿microscopic description: sections contain benign fibroadipose and connective tissue. The fibroconnective tissue shows dense fibrosis and sclerotic stroma with patchy acute and chronic inflammation including lymphocytes, plasma cells, eosinophils and focal aggregated neutrophils. Focal interspersed polarizable material consistent with suture material is present. Gross description: received in container labeled with the patient¿s name and ¿abdominal wall mesh¿ is a 9.5 x 8.5 x 5 cm aggregate of tan-white firm mesh, blue sutures, and tan-pink firm tissue.¿ ¿ (B)(6) 2020: ¿this patient will be kept in the hospital postoperatively for administration of IV vancomycin for at least 72 hours due to preop abdominal wall infection/infected hernia prosthesis to prevent reinfection of the newly implanted mesh prosthesis.¿ ¿ (B)(6) 2020: discharge summary. ¿status post ventral herniorrhaphy in 2016 with infected mesh prosthesis generating multiple fistulas from the prosthesis to the skin which have become chronically infected. Was taken to the operating room. Jp drain placed during surgery. Postop uneventful course. Due to history of infection, was given vancomycin and kept for additional vancomycin to prevent reinfection of new hernia mesh. Renal function monitored and remained satisfactory. Final culture from surgery showed methicillin sensitive staphylococcus aureus. Tolerating regular diet, afebrile. Abdominal pain minimal. Discharged home with drain in place on oral antibiotics. Wound: dry, intact. Abdomen; soft, drain output serosanguineous.¿ conclusion: it should be noted that the gore® synecor preperitoneal biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) memorial hospital. (B)(6), md. Operative report. Pre-op diagnosis: ventral hernias. Post-op diagnosis: same. Name of operation: open ventral hernia repair via component separation with mesh. Operative report: ¿this 76-year-old white male was taken to the operative room on the afternoon of (B)(6) 2017. He was placed in supine position, prepped and draped sterilely over the entire abdomen. Inspection revealed a upper midline incisional scar which extended to below the umbilicus. Multiple hernial defects were found the largest in the epigastrium at the level of the umbilicus. Fascial defect approximately 8 cm through on the inferior most region was palpated. He can lay just created a midline incision and excised a portion of the midline scar in the upper portion of the abdomen. Initially, electrocautery was used to dissect down through subcutaneous tissue with identification of the true muscle fascia laterally. Circumferential dissection in this fashion was used to identify the native fascia in a non-violated plane. The anterior rectus sheath was split longitudinally at the end midportion on both left and right sides laterally. This allowed the anterior rectus sheath medial portion to be reflected medially. Using 0 prolene running plication [sic] of the reflected anterior rectus sheath in the midline was undertaken. This extended from the xiphoid to well below the umbilicus. 20 prolenes were run one from each and tied to each other in the midline. Next the football shaped anterior rectus sheath fascial defect was addressed. A synecor-pre was brought to the operative field. Measuring the defect, a mesh 20 x 25 cm was selected. This was cut to the appropriate size of 14 x 22. The mesh was then approximated to the anterior rectus fascia circumferentially using 0 prolenes. A total of 4 prolene sutures were utilized at the apices superior-inferior and laterally. Each 0 prolene was used to suture to the anterior rectus sheath in a running fashion comprising one fourth of the mesh. After each of the 4 quadrants were sutured to the anterior rectus sheath inspection revealed hemostasis throughout. A 19 round blake drain was placed immediately anterior to the mesh and brought out through a stab incision more inferiorly on the right side. The drain was secured to the skin level using 3-0 nylon. Next attention was turned towards closure of the midline. 3-0 monocryl was used to approximate the deep dermal layer, while the overlying skin was approximately [sic] using 4-0 monocryl in a running subcuticular fashion. Xeroform gauze and a sterile dressing were by on the midline. The drain was placed to bulb suction. Abdominal binder was applied and the patient was transported to the recovery room in stable condition. Patient remained stable throughout the course of the operation and all counts were correct at the conclusion.¿ surgeon: craig a. Murray. Assistant: stephanie stalker. Anesthesia: geta. Implants/grafts: other-synecor pre 20x25. Specimen: specimen-midline scar, sent to pathology. Drains: jp drain-19 round. Estimated blood loss: 100. Complications: none. Condition: stable. Disposition: pacu. (B)(6) 2017: [facility ni]. Implant record. Synecor preperitoneal. Serial number: (B)(6). Size: 20x25. Site: abdomen. Expiration date: 04/25/20. Comment: gore/cat # should be gkwr2025/mn #: (B)(4). The records confirm a gore® synecor preperitoneal biomaterial (gkwr2025/132964) was implanted during the procedure. Records span (B)(6) 2017. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® synecor preperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® synecor preperitoneal instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2: added common device name. D4: added lot#, catalog#, expiration date, di#. G5: updated combo product field, added PMA/510k#. H4: added device manufacture date. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  the records confirm a gore® synecor preperitoneal biomaterial (gkwr2025/16319871) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® synecor preperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® synecor preperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant #1, implant #2 preoperative complaints: no information. Explant #1, implant #2 procedure: removal of infected hernia mesh with removal of multiple prolene sutures with debridement of multiple (8) fistulas, with placement of a 15 x 19 cm gore enform biomesh. Implant: gore® enform biomaterial [no product ID provided, 15cm x 19 cm]. Explant #1, implant #2 date: on (B)(6) 2020 (hospitalization dates unknown). On (B)(6) 2020: (B)(6), md. Operative report. Assistant: (B)(6), pa. Preoperative and postoperative diagnosis: history of ventral herniorrhaphy with mesh with infected mesh with multiple suture fistulous to skin. Anesthesia: general. Implants / grafts: implants - 15-17 cm enform biomesh. Specimen: culture and sensitivity from fistulous drains and infected umbilicus, infected ventral hernia mesh. Drains: j-p drain. Estimated blood loss: 30 ml. Complications: none. Procedure: ¿after satisfactory level of general endotracheal anesthesia with the patient in the supine position the operative area was prepped with betadine surgical scrub and solution and draped in normal sterile fashion. Preoperative antibiotics of mefoxin and vancomycin were given. The old midline incision was opened. 8 suture fistulas were present. Several cc of pus were milked out of the fistulous and sent as part of the specimen. Sharp dissection was carried down through the subcutaneous tissues to encounter the mesh. Dissection along the mesh was done to reach the superior edge. Dissection was then done laterally in both directions at the level of the mesh to remove the tissue off the anterior surface of the mesh circumferentially. A keyhole had been made around the umbilical 2 stump which was basically now just granulation tissue. This was excised as part of the specimen. The mesh was then excised off of the rectus muscle. Multiple prolene sutures were present and all of the visible prolene was removed. There was a large prolene suture at the point of each of the fistulas and we made sure that all of this prolene was gone. Each of the fistulous tracts were then curetted with a curette to remove the granulation tissue. Prolene and the mesh was totally removed. Irrigation with saline was done until the return was clear and all bleeding points were controlled with electrocautery. We did not enter the peritoneal cavity at any point. The defect was measured to be 15 x 19 cm. The biologic mesh was placed into the defect and cut to fit the edge circumferentially. Multiple figure-of-eight sutures of #1 vicryl were used circumferentially and then used to tack the mesh to the fascia. Irrigation again was done until the return was clear. A 19 french blake drain was placed using the trocar subcutaneously. It was sutured to the skin with 2-0 nylon. The subcutaneous tissues and pseudo-fascia above the removed mesh was then closed with running 2-0 vicryl suture. The skin was closed with wide staples. The fistulous tracts were left open. A large tegaderm dressing was placed over the wound and all of the fistulous openings. The drain was placed to suction and the suction held. Dressing was placed around the exit point of the drain. Patient tolerated procedure well.¿ on (B)(6) 2010: (B)(6): ¿this patient will be kept in the hospital postoperatively for administration of IV vancomycin for at least 72 hours due to preop abdominal wall infection / infected hernia prosthesis to prevent reinfection of the newly implanted mesh prosthesis.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® synecor preperitoneal biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® synecor preperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the instructions for gore® synecor intraperitoneal biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® synecor intraperitoneal biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2017 whereby a gore® synecor intraperitoneal biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrence, revision, infection, multiple fistulae, severe pain. Additional event specific information was not provided.